Event description:
Healthcare professional reported left deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge side assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: creases are observed, wear abrasion is observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, "deflation and exchange". This record is for the left side. Device was explanted.